Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was visually and functionally inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the pump. The reported patient symptom of swelling is a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a procedure to remove a hydrocele. Despite the device being functional, and the pump being next to the hydrocele the physician decided to replace only the pump of the device to preserve device functionality. No additional patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a procedure to remove a hydrocele. Despite the device being functional, and the pump being next to the hydrocele the physician decided to replace only the pump of the device to preserve device functionality. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.